Event description:
It was reported that the patient underwent a l4-s1 anterior and posterior fusion using rhbmp-2/acs and a peek cage, allograft and im planting rhbmp-2/acs at multiple levels. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs,chronic pain, and additional surgeries". The patient has required extensive me dical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: l4 to s1 degenerative disc disease. L4 to s1 herniated nucleus pulposus with central and lateral recess stenosis. Low back pain. Radiculopathy. Lumbar discogenic syndrome. Patient underwent the following procedures: l4-5 and l5-s1 retroperitoneal exposure of lumbar spine with mobilization of iliac vessels. L4-5 and l5-s1 maximal anterior discectomy with epidural and foraminal decompression. L4-5 and l5-s1 anterior lumbar interbody fusion with interbody reconstruction. Bmp and allograft for spine fusion. L4 to s1 posterior spinal fusion with segmental instrumentation. As per-op notes: identification to l4-5 and l5-s1 interspaces was achieved. Interbody reconstruction was trialed and appropriate size grafts were chosen for interbody reconstruction. Appropriate sized grafts were chosen, packed with morcellized allograft bone, and bmp sponges and tamped into position. Excess bone graft was placed anterior to cage. Then pedicles at l4, l5 and s1 were marked bilaterally, dissection was carried down to expose pedicular ridges at l4, l5 and s1 bilaterally. Posterolateral space was decorticated and bone graft was laid for posterior spinal fusion. No patient complications were reported. Patient presented with following pre-op diagnosis: degenerative disc disease lumbar neuritis and radiculitis l4-5 and l5-s1. Patient underwent the following procedures: retroperitoneal exposure of l4-5 and l5-s1 and anterior lumbar discectomy of l4-5 and l5-s1. Anterior lumbar interbody fusion utilizing a peek device l4-5 and l5-s1. Placement of prosthetic bone device utilizing a peek device l4-5 and l5-s1. Placement of anterior instrumentation screw l4-5 and l5-s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.